Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. It was also noted that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.